Manufacturer narrative:
Insulin pump received with missing segments/partial display, problem isolated to lcd board. Unable to perform any tests due to missing segments/partial display noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump was missing segments. Customer blood glucose reading was unknown. Troubleshoot was not performed. The insulin pump will be returned for analysis.